Event description:
Boston scientific received information that high out of range pacing impedance measurements were observed on the pacemaker and right ventricular (rv) lead during implant. High pacing threshold measurements were also observed. Several attempts were made to reposition the lead but good measurements could not be obtained. Hence, the lead was explanted and replaced. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.